Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with (B)(4) intact clips and (B)(4) broken clips remaining in it. One broken clip was broken in half at the hinge. The other (B)(4) broken clips (only pierced boss half of the clip was returned for one clip) were both broken where the hinge and leg on the pierced boss side meet. Biological material was present on the clips which was most likely transferred from the applier upon loading of the clips. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Reference file(B)(4) for investigation photos. Functional inspection was performed on the two intact clips that were returned. A lab inventory clip applier was used. Both clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing without breaking. No functional issues were found with the intact clips. A CAPA has been previously opened to further investigate issues related to clip breakages. Reference file(B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Two and a half clips were returned broken at hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned with two intact clips and two and a half broken clips. The broken clips were all broken at the hinge. Upon functional inspection, both intact clips were able to properly load and were successfully applied to over-stressed surgical tubing. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that (B)(6)2019 in (B)(6) hospital the clip was found broken during uploading into the applier prior to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73m1800443 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2019 in (B)(6) hospital the clip was found broken during uploading into the applier prior to the patient.